Manufacturer narrative:
The complaint bc3520 patient interface nasal prongs had been destroyed at the hospital. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We are still gathering pertinent information at this stage of our investigation. We will provide a follow up report once we receive further information from the hospital and have completed our analysis.

Event description:
A hospital reported to a fisher & paykel healthcare (fph) product manager that an infant had suffered severe septal necrosis. The fph product manager was also advised that the infant had been on CPAP for over two weeks. The hospital further reported the following: the infant, with birth weight of 1000 grams, was on a setup with the bc171 infant delivery system, bc181 patient interface nasal tubing and bc3520 patient interface nasal prongs for six days in 2009; septum deterioration was noticed on the fourth day; the baby was switched to the bc4030 patient interface nasal prongs for two days and then re-intubated from the following day. It was also reported that the nasal prongs had been destroyed at the hospital.